Event description:
It was reported that, during a procedure, the fiber broke and the debris shield was damaged. The procedure was completed with another fiber. There were no patient complications. This complaint refers to the fiber.

Event description:
It was reported that, during a procedure, the fiber broke and the debris shield was damaged. The procedure was completed with another fiber. There were no patient complications. This complaint refers to the fiber.